Event description:
During a robotic assisted cholecystectomy on (B)(6) 2023, the medium-large clip applier was reported to have a bent tip, which made the instrument unable to apply the clips properly. The robotic clip applier was removed from field, tagged, and sent to spd to be addressed. There were no deviations in care and no harm to patient caused. The procedure was completed as planned.